Manufacturer narrative:
(B)(4).

Event description:
The dental implant fx4010swc was removed on (B)(6) 2019 due to failure to osseointegrate 1 month and 12 days after implantation. The patient has history of tobacco use and diabetes. The doctor noted local infection during explantation. The patient has recovered without complications.